Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device trigger was not moving smoothly and the turn knob was loose. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device did not work at all was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The issue related to the turn knob being loose was escalated to a CAPA. The assignable root cause was determined to be due to component wear. UDI: (B)(4).